Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges while laying against her heating pad using it for her back she alleges it caught fire. There was no report of personal injury or property damage with this incident.